Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited low pacing lead impedance measurements. Additional information obtained from field representative that an insulation issue is suspected but not able to be confirmed. The physician will continue to follow the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.